Manufacturer narrative:
Initial 1 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced three infusion set fell off during use on (B)(6) 2026 which led to high blood glucose. The blood glucose level was 420 mg/dl at the time of event. Patient has visited to emergency room for treatment of high blood glucose. The treatment provided at the time of hospitalization was intravenous fluids and fluid of insulin.